Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 9 7754, serial# (B)(4); product type recharger product ID 977a190, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the shocking issues started about a week prior to 2014-(B)(6).

Event description:
It was reported, the patient¿s device was implanted to help with pain in their left arm but they were feeling a shocking/jolting sensation down their left leg. They do not feeling stimulation in their right leg. The shocking had a sudden onset but there was no known accident or incident related to the shocking. The patient noted they may have increased their stimulation ¿a little bit¿ but no other programming changes had occurred. No intervention or outcome was provided however additional information has been requested and if received a follow-up report will be sent.